Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement in the right side of the seventh thoracic vertebra via the right internal jugular vein, there was allegedly a leakage of fluid found at the side of the catheter tip. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows that the clinician was holding the syringe and the catheter which was connected to the syringe, and he was showing the tip of the catheter where a small drop of water droplet was found near the tip was noted however, no evidence was noted to ensure that the water droplet exited was due to the leak in the catheter. Therefore, the investigation is inconclusive for the reported fluid leak. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement in the right side of the seventh thoracic vertebra via the right internal jugular vein, there was allegedly a leakage of fluid found at the side of the catheter tip. There was no reported patient injury.